Event description:
It was reported that the pt had a "history of infection the last time she had a device implanted." Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).